Event description:
Information was received from a patient via healthcare provider who was receiving intrathecal unknown baclofen (500 mcg/ml at 84 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI last week but the pump was not read until the date of this report and showed a motor stall alert with the recovery log showing shortly after interrogation. Reviewed telemetry mode. The patient reported some increased spasticity a few days after her MRI for a short time and took some oral baclofen for that. The patient occasionally had to take oral baclofen, but it was noted that symptoms definitely were not withdrawal. The pump was also refilled today and the actual and residual matched. Reviewed the pump likely recovered shortly after the MRI, but that the log was delayed until the pump was read today. The hp would have the patient contact her if she noticed a change in therapy after her refill.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.